Manufacturer narrative:
One advisor hd grid mapping catheter was received for evaluation. The device was returned due to withdrawal difficulty and damage to the paddle. The catheter was not able to be inserted in a stock 8.5f sheath due to the damage to the paddle. Further investigation revealed the distal coupler was shifted causing the spline material to be compressed in the direction of the shift. Additionally, the outer spline was torn, exposing the nitinol frame. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported withdrawal difficulty could not be conclusively determined but cause of the damage to the paddle is consistent with damage during use and may have occurred when the physician cut the paddle to remove the catheter from the sheath.

Event description:
This report is to advise of an event observed during analysis confirming a displaced coupler and exposed internal wiring.